Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device emitted tones. Upon interrogation the device was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Review of stored electrograms (egms) showed signs of noise and decreased intrinsic amplitude on the right atrial (ra) lead in addition slowly decreasing pace impedance measurements. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Boston scientific technical services (ts) also confirmed ra noise with some instances of oversensing resulting in inappropriate atrial tachy response (atr) mode switches. The right ventricular (rv) lead shock channel also exhibited some instances of noise though there was no impact to sensing. Device replacement was recommended and it was noted that the ra lead may also be revised during the procedure. Information was later received confirming device and ra lead explant and replacement. At the time of revision no obvious physical issues were found that would account for the observed behavior. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Noise and oversensing could not be reproduced and no device characteristics were identified that would cause or contribute to the reported clinical observations of noise, oversensing, or impedance changes.